Event description:
Ous MDR - after an implantation time of about 40 months, loss of capture was reported. It is not clear whether there could be a lead or a pacemaker problem. Exit block was noted and a lead fracture is suspected.

Manufacturer narrative:
After they were received, both the lead and the pacemaker underwent a thorough analysis. The returned lead was analyzed visually and electrically. During the visual analysis, it was noted that the insulation of the lead body had been damaged by fraying. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical stress on the lead in the area of the valve plane. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no material defects or manufacturing errors for either the lead or the pacemaker.